Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation at the ipg site down to the leg. It was noted thath all impedances were normal. The patient underwent a revision procedure according to plan and was doing well postoperatively.